Event description:
Patient underwent an ablation procedure for barrett''s esophagus in (B)(6) 2023. Patient arrived for second treatment of ablation and presented to the physician with a small portion of the stimulation lead body eroding internally by the pharynx. Physician brought the patient into the or, confirmed there was no damage to the patient¿s voice box, removed a portion of the stimulation lead body, and closed. Physician prescribed antibiotics after the procedure.